Event description:
This event was identified during a review of the pmcf lumbar interbody study that noted a patient underwent an anterior lumbar interbody fusion at l5-s1 on (B)(6) 2023, postoperative radiographs identified a slight breech took place as the l5 screw was cutting out of l5 endplate but left as is and patient was monitored. On (B)(6) 2023 clinical visit radiographs identified the superior right and left screws advanced further into the l4-5 disc space on (B)(6) 2023 a revision took place and an unknown interbody cage was placed at the adjacent l4/5 level in an unscheduled / unreported surgery. The patient was also prescribed a bone growth stimulator after this surgery and was removed from the clinical study. No additional information was provided. (1 of 2) left l5 screw.

Manufacturer narrative:
No device was returned for evaluation as no device malfunction was alleged, no radiographs could be provided confirming the alleged event. No bone quality report available. Review of the reported event noted the surgeon reportedly over advanced the screw during the index placement procedure breaching the vertebral body that worsened over time requiring an additional surgery and device to be placed at the adjacent level due to the mispositioning incurred and considered an inadvertent surgical error and the root cause. No additional investigation can be completed. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Label review "contraindications contraindications include, but are not limited to... 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "Potential risks identified with the use of this system, which may require additional surgery, include... Fracture of the vertebra...neurological, vascular or visceral injury...decrease in bone density due to stress shielding, degenerative changes or instability of segments adjacent to fused vertebral levels, malalignment of anatomical structures (i.e., loss of normal spinal contours or change in height), pain, discomfort or abnormal sensations due to the presence of the device." "Warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...when implanted at adjacent levels, it is important to select the appropriate length of nuvasive modulus alif system bone screw/anchoring blade and confirm trajectory under intraoperative fluoroscopy in order to avoid potential screw/blade impingement..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To help ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information - to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at (B)(4). You may also email: (B)(4)."